Event description:
Lv lead has high impedance. Doesn't capture with ring electrode and all lv ring electrode conf,gs have impedance of >3000. Appears that the ring electrode is fractured. Captures lv in lv tip to rv coil config. 3v@ 1ms is threshold. 3.5v@ 1 ms programmed. No phrenic noted but reviewed with patient in case it occurs at new output. Rv lead: some undersensing noted in high rate nsvt episodes. Reprogrammed to 0.15mv. Integrated bipolar resulted in worse sensing than bipolar. Rv lead impedance chronically low and alerted for impedance out of range. Captures and senses appropriately. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).